Event description:
It was reported that the device was leaking at the drain hose connection. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
E1. Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 7/2/2024. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the device microswitch was determined to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to its age and condition, the device will be decommissioned.